Event description:
Boston scientific received information that another manufacturer's chronic right atrial (ra) and right ventricular (rv) leads exhibited low out of range pacing impedance measurements of 200 ohms with the previous pacemaker and also with the new pacemaker. The rv lead also exhibited high threshold measurements and loss of capture. The other manufacturer's ra and rv leads were left implanted with the new pacemaker. However, due to the high threshold measurements and loss of capture on the rv lead, the device was programmed aai thus electrically abandoning the rv lead. One month later the patient was in the clinic and it was noted that they were having many rhythmiq episodes. The episodes were showing that the patient has intermittent block and based upon programming of aai would have no ventricular backup support and no ventricular support after switching back to ddd. It was noted that the patient did experience syncope once and the episode correlated with the rhythmiq episode. Boston scientific technical services (ts) was consulted and recommended to pace unipolar in the ventricle along with continued use of the rhythmiq programming. Ts also stated that the lead issue would need to be addressed. The field representative noted that no x-ray or fluoro was taken and it is unknown if the leads were tested with a pacing system analyzer (psa). However, both the ra and rv leads were taken out of service and new leads implanted with the existing device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.